Manufacturer narrative:
Zimmer biomet complaint - (B)(4). Concomitant products: cat#195752; lot#036230 - vang xp inlk pri tib tray 65mm, cat#195907; lot#392510 - vang xp inlk femoral rt 57.5, cat#195842; lot#891480 - vgxp xp med tib brg rt 9x63. Related MFR reports: 0001825034-2017-10914, 0001825034-2017-10916, 0001825034-2017-10918. Product was not returned and no photos of the device were provided; therefore, no evaluations could be conducted. Review of device history records found these units were released to distribution with no deviations or anomalies. The reported devices are used for treatment. The concomitant components were reviewed for compatibility with no issues noted. A complaint history review was performed.the search identified 1 additional complaints for the same or similar issue of fracture. The search also identified two other complaints for the lot for pain. Review of the operative record indicates that the surgeon noted that the tibial island did not stay intact through full extension during trialing. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Without the opportunity to examine the complaint product, root cause cannot be determined no corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported in the operative record of the clinical study that during trialing, the tibial island did not stay intact through full extension and the tibial plateau fractured during the procedure. There was no conversion to the vanguard cr or ps as a result of the fracture. No delay in surgery was reported. No further information was provided. The procedure setting was in a hospital as an inpatient and then discharged to home.